Event description:
Customer complaint - limited data available. Customer stated that the wire of the device broke near the controller. This caused a spark and odd smell.

Event description:
Customer complaint - limited data available . Customer complained that she noticed a flash and a smell and when she checked, the wire had broken off where it meets the controller.